Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 198 mg/dl (aviva) and 102 mg/dl (compact plus).